Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had drive manifold test fail issue.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, d5, e2, e3, e4, e1 (initial reporter name, email), g2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ clinical code, health effect ¿ impact codes) full initial rep name: (B)(6). The fse evaluated the unit and replaced drive manifold assembly (0104-00-0031). Performed complete pm, calibration, safety, and functional checks. Device passed all checks. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (B)(6): (B)(6) 2025. The failure analysis and testing dept. Received part number 0104-00-0031 with a reported unit failure of the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Fails the drive manifold leak check. Vacuum leak diff. Pressure at 80mmhg. Pressure leak diff. Pressure at -117mmhg. No root cause defined. Refer to CAPA 1406400, for more information regarding additional investigation details.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (event site full name: (B)(6)).